Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector won't latch) was due to the electrode belt¿s knit lines being bent and damaged, causing the trunk cable connector to not fit securely on the monitor. The electrode belt was unable to complete detect and treat testing. The root cause for the damaged knit lines on the connector was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt connector will not stay latched.